Event description:
AED analysis interrupted during deployment. (B) (4).

Manufacturer narrative:
Method: internal memory was reviewed for this incident. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy. AED labeling (instructions + voice prompts) instruct the user on resolving issues related to electrode placement + artifact.